Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue got occurred during diagnostic neurovascular procedure. The procedure was delayed by 30 minutes and completed using the hand switch. There was no harm or injury to patient or user reported. The philips remote service engineer (rse) examined the system remotely and confirmed that the wired footswitch was not working properly. The rse examined the system log files remotely and found errors reported by the footswitch. The philips field service engineer (fse) visited onsite and upon functional testing, the fse found that the pedal used to turn on the lights was not making proper contact. The fse confirmed that the wired footswitch was defective and needed a replacement. The defective wired footswitch was returned for analysis, and it showed that the bracket was loose, anti-slip was missing and defect in cable. To resolve the issue, the fse replaced the wired footswitch. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the wired footswitch was not working properly. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.